Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the stomach on a laparoscopic bypass, the surgeon was able to press the green button and squeeze the handle and stapler had cut but has not stapled so there was a hole in the stomach. The surgical time was extended and may result to a risk of infection. They changed the stapler to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Staple pushers showed signs of staple deployment. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of knife blade damage that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the stomach on a laparoscopic bypass, the surgeon was able to press the green button and squeeze the handle and stapler had cut but has not stapled so there was a hole in the stomach. It was stated that there were staples at the beginning and the end of the cartridge or reload and in between, the blade cut but without staples. The surgical time was extended and may result to a risk of infection. They changed the stapler to complete the case.